Event description:
Same case as MFR ID#: 2134265-2010-01972, 2134265-2010-02306. It was further reported that the 3.0x24mm taxus liberte stent was post dilated with a 3.5x12mm quantum maverick balloon at 14atm for 14 seconds and 16atm for 10 seconds. The balloon was removed so the vessel could be visualized and was reinserted and inflated at 20atm for 18 seconds. The dissection noted following post dilation was reported to be an edge dissection.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure. The device misfired. It did not fire the clip. A new device was used to complete the procedure. There was no patient impact.

Event description:
Customer received a false high troponin t result on a serum sample collected from a patient in the emergency room. The original sample was aliquoted and the same aliquot was run for initial and repeat testing. Initial result gave 0.031; repeated twice giving 0.273 and 0.031 ug/l. No information provided if erroneous results were reported or if patient was adversely affected. Although a specific root cause has not been determined, it was noted the customer was not following manufacturer's recommendations for sample handling indicated by too short clotting time, centrifugation speed was too high and, and centrifugation time was too low. Analysis of control recovery and instrument data did not indicate in issue. Investigation is on-going.

Manufacturer narrative:
A specific root cause was not identified. Calibration and quality control data do not indicate an issue. Based upon the information provided, a pre-analytical issue was a possible cause of the event. The clotting and centrifugation speed and times used by the customer do not conform the the tube manufacturer's recommendations.

Manufacturer narrative:
Additional information received: the falsely high troponin t result was not reported outside the lab and no treatment was administered to the patient. The customer repeats all results from patients which have no recent troponin t history.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.